Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, which was confirmed through an x-ray. The lead was explanted and replaced successfully. This lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.